Manufacturer narrative:
The device was received for evaluation. During functional testing, keypad damage was confirmed through visual inspection. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be attributable to second from left softkey hard to operate. Keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had the second from left softkey hard to operate. No additional information is available.